Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. Field indicated that, the patient developed incomplete heart block during the procedure. The final implant depth at non-coronary cusp (ncc) was 4.5mm and at left-coronary cusp (ncc) was 4.5mm. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block and pvl could not be definitively determined. It is possible that procedural circumstances (implant depth) could contribute to the event. However, this cannot be confirmed. The reported hospitalization and surgical intervention are the result of case-specific circumstances, as permanent pacemaker was implanted surgically and patient required prolonged hospitalization. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for a procedure using a large flexnav delivery system. Peri-procedure, the patient developed incomplete heart block. During procedure, the activated clotting levels were 313s and heparin was given. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. During procedure, the valve full re-sheathed one time due to the implant depth was too high. A post-implant balloon valvuloplasty done with a 25mm non-abbott balloon due to moderate perivalvular leak (pvl). The final implant depth at non-coronary cusp (ncc) was 4.5mm and at left-coronary cusp (ncc) was 4.5mm. Post procedure, the patient had complete heart block and required prolonged hospitalization. On (B)(6) 2025, a dual chamber permanent pacemaker was implanted. The patient was reported discharge on (B)(6) 2025.